Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat#: 6570-0-136; lot#: 98625901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a left hip liner and head due to instability.